Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir was leaking. The customer¿s blood glucose level was 269 mg/dl. The customer stated that they determined during troubleshooting that the reservoirs were the problem. The customer informed that they changed the infusion set and the blood glucose was 208 mg/dl. The customer then changed again and the blood glucose was between 156 mg/dl - 200 mg/dl. The device will be returned for analysis.

Manufacturer narrative:
Evaluated one random seal reservoir. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test : reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm insulin pump. Conclusion: reservoir does not leak. (B)(4).